Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Additionally, it was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Customer¿s blood glucose level was 115 mg/dl. Customer reportedly changed the cartridge to address the issue.